Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. The device was being filled with a solution containing fluorouracil and saline. This condition interrupted therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir because the tubing had been cut to drain the fluid out. The tubing was reconnected prior to functional testing. The reported condition of no flow/non-delivery was not confirmed. Visual examination and functional testing of the device showed evidence of flow at the distal luer and flow continued without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number.